Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had 319 errors on arm 2 near case completion. Site tried several power cycles but was unable to get error to clear. Site undocked robot and completed case laparoscopically. Technical support engineer (tse) was unable to view live logs at time of call. Tse had (B)(6) perform hard power cycle of psc but 319 error appeared again after restart. The procedure was completed laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed prior to identifying the issue, and the system was checked upon powering on, initially starting without errors. Dvstat was contacted, and full troubleshooting was completed, including consultation before the decision to abort the robotic procedure. Due to a robot arm failure, the procedure was aborted and completed using a traditional laparoscopic approach. The conversion did not require enlarging incisions or adding additional ports, and the patient tolerated the change well with no resulting injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the errors experienced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, the 319 error was found indicating a node not found issues on the axes controller carriage (acc) confirming the fault occurred in the field. Upon visual inspection, damage was found with rolling loop fiber that would be related to the reported event. The unit was installed onto a golden system where the 319 error was triggered during power up indicating faults, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards present was found to be failing on the rolling loop for power reading at lower than 75 on axes controller spar (acs) rxdown. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the rolling loop fiber assembly.

Manufacturer narrative:
The probable root cause is attributed to communication errors caused by a faulty rolling loop fiber cable located on usm.

Event description:
Refer to h11 for follow-up information.